Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Functional testing was not performed due to unresponsive buttons. The device was received with minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 350 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.